Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A non-bsc introducer sheath was inserted through the vascular access followed by the advancement of a non-bsc guide wire. After advancing the guide wire, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was inflated four times at 14 atmospheres each inflation using an encore inflation device. However, upon the fifth inflation, the balloon ruptured at 14 atmospheres. There were no kinks nor any resistance met during the procedure. The device was retrieved intact. And the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).